Manufacturer narrative:
Please note that this MDR was submitted in error as the reported device was determined to be a concomitant upon further evaluation by clinical cad. The customer¿s report/suspect has been captured under manufacturer report number 2016493-2020-13704.

Event description:
It was reported that amiodarone 7hr infusion in 3.5 hrs. Set up infusion sept 1st am and informed of the issue at 6pm on the 1st. Sets and bags not retained. Serious injury - arrhythmias occurred.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that amiodarone 7hr infusion in 3.5 hrs. Set up infusion (B)(6) am and informed of the issue at 6pm on the (B)(6). Sets and bags not retained. Serious injury - arrhythmias occurred.